Event description:
It was reported that during a routine follow up many non sustained ventricular tachycardia episodes were recorded. Two of the episodes showed noise on this right ventricular (rv) lead. The physician wanted to continue monitoring the system. Additional information noted that the patient attended a follow up and the device was interrogated due to beeping tones emitted. Further review revealed low out of range pace impedances on the rv lead as well as non sustained ventricular tachycardia episodes which showed noise. No changes were made. This rv lead remains implanted. No adverse patient effects were reported.